Event description:
It was reported that the patient was not getting good relief with program changes to current spinal cord stimulator (scs) system. It was also reported that the leads had migrated. The patient underwent a revision procedure wherein the leads and ipg where replaced and patient was doing well postoperatively. The explanted device was not returned as facility does not release biohazard products.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17376777/17396166.